Event description:
It was reported that the internal connection of the implant fractured. The mount is fine and doctor completed the procedure with other implant.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Last name unknown / not provided. Email address unknown / not provided.

Event description:
It was reported that during procedure, doctor noticed that the implant hex was defective. Implant was removed.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes.' One 3i t3® non-platform switched tapered implant (bost413) and cover screw were returned for investigation (images 2 ¿ 6). There were no allegations against the returned cover screw. Therefore, the investigation was performed only on the implant. Visual evaluation of the as returned implant identified minor signs of wear due to usage. The device was in good condition and had no apparent signs of malfunction. Functional testing was performed and the device was able to engage and disengage the cover screw. Measurements were taken using a caliper (ID: cal4063; due: 11-jun-2021). Following dimensional analysis, the product was determined to be within specification. No pre-existing conditions were noted on the per. The implant was being placed on an unknown tooth location when the incident occurred. X-ray or picture images were not provided. Document reviewed: biomet 3i dental implant IFU (p-iis086gi) rev g - october 2019. Information identified: contraindications, warnings, precautions and potential adverse events. Per the applicable IFU, under the section precautions, it is stated that improper technique may lead to device failure. Additionally, under warning, it is stated that overloading may cause device failure. DHR review for the lot (2019091398) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Complaint history review was performed for the reported lot (2019091398) and no similar event or complaint was found. September post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product.therefore, based on the available information, device malfunction did not occur and the reported event was unconfirmed.

Event description:
No further event information is available at the time of this report.